Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she was having issues with her pump where the buttons were not working properly. The customer could not recall any significant leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump passed the basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.